Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemakers triggered a lead safety switch due to high out of range pace impedances on the right atrial (ra) lead. Noise was also observed. At this time, the patient will be monitored remotely and the device will be kept in unipolar. The patient is not dependent on atrial therapy. This pacemaker remains in service. No adverse patient effects were reported.